Event description:
Customer reported no reactivity with cell 6 and a patient sample containing anti-e. Cell 3 reacted 1+. The e+ cells of resolve panel b also reacted 1+. Daily qc was acceptable. Issue is seen with this one patient sample.

Manufacturer narrative:
Ocd performed retained testing and a batch review to ensure product is performing as intended. Satisfactory results observed. (B)(4).